Event description:
Our MDR - this pt had several episodes of syncope since (B)(6) 2011 and was taken to hospital. However, there were no particular problems found during the follow-ups (as-vp 97%, complete av block). "We did test the device with the pt in various positions and postures and still couldn't see any issues, so the pt was sent home with a 24-hour holter. After 2 days, info obtained from the holter ECG suggested possible ventricular oversensing and loss of capture. We programmed the ventricular sensitivity to 6.0mv and the output to maximum, and observed the pt for another day. The pt experienced the same problems again." The pt felt the product was defective and wanted a replacement right away. The lead could not be explanted, so only the pacemaker was returned.

Manufacturer narrative:
Ous MDR.